Event description:
The physician reports performing bilateral cataract surgery with implantation of the crystalens. Postoperatively, the patient presented with an acute inflammatory reaction (possibly tass) that required intravitreal injections in both eyes. Additional information has been requested.

Manufacturer narrative:
(B) (4).